Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, since the reported phenomenon could not be reproduced at the repair facility, no definitive root cause could be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image and had connector insertion failure. The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with a similar device. There were no reports of patient harm.